Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team review the photo. The review is documented below. [Photo review]: the photo captures the distal end of the aspiration catheter distal end, a slight kink/compression can be observed in this area. No other damage was observed. The issue regarding the aspiration catheter being kinked/bent was confirmed based on the kink/compression observed condition this investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. A review of manufacturing documentation associated with this lot (31703555) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that prior to the start of the thrombectomy procedure, the device packaging and the device, a 125cm ic 71 embovac aspiration catheter (ic71125ca / 31703555) were inspected and confirmed to b in good condition. After removing the thrombus for the second time, the embovac catheter was removed from the patient, and it was found to be kinked / bent. The physician replaced the embovac with a new device to complete the procedure. There was no report of any negative patient impact. A photo of the device was included in the complaint. The product analysis team will review the photo. On (B)(6) 2026, additional information was received. The information indicated that the procedure was an adapt (direct aspiration first pass technique) case. The device was not snaked (advanced without a guidewire / microcatheter). The location of the targeted occlusion was the internal carotid terminus and the middle cerebral artery. There was excessive vessel tortuosity / acute bends in the target vessel. There was also ¿a little¿ resistance felt while using the embovac catheter. Excessive force had not been applied to the device. The information confirmed no negative patient impact and no delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 04-feb-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 125cm ic 71 embovac aspiration catheter was received contained in the decontamination pouch. Visual inspection was performed. As observed in the photo included in the complaint, the distal braided mesh was found to be compressed from 2.5cm until the end. No other damages were noted. No fractures were identified under microscopic inspection. The reported issue regarding the catheter being damaged is confirmed based on the compressed condition found during device inspection. The damage could have been the result of an insufficiently opened hemostasis valve since according to risk documentation, a catheter can become damaged during catheter insertion through hemostasis valve of guide sheath/balloon guide/guide catheter if the hemostasis valve is not sufficiently opened, and damages on the catheter may increase resistance/friction during advancement of the catheter. It is possible that clinical and procedural factors may have also contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. A review of manufacturing documentation associated with this lot (31703555) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.